Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was used during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic sphincterotomy procedure performed on (B)(6) 2013. It was reported that the patient had a 3cm stricture of the middle lower part of bile duct caused by lymph node metastasis of the pancreatic tail. According to the complainant, during the procedure, the stent was successfully deployed. It was reported that post procedure the stent was fully expanded. On (B)(6) 2013, the physician noted that the patient had developed acute pancreatitis, and the pancreatic duct was expanded. The severity of the pancreatitis was described as ¿middle level¿. There was no alleged malfunction of the stent. The stent was removed endoscopically and two pigtail tube stents were used to complete the procedure. Following the removal of the wallflex stent, the patient¿s amylase levels returned to a stable level. In the physician¿s assessment, the normal expansion of the stent following placement likely contributed to the pancreatitis. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A product labeling review identified that the device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. Pancreatitis is identified in the directions for use as an anticipated complication of the use of the device. Therefore, the most probable root cause classification is anticipated procedural complication.